Event description:
Steris exacto snare that was being used to remove colon polyp broke at the handle as it was cutting the polyp and snare quit working. No harm to patient or team members, but patient had to be transferred to another facility to complete procedure. FDA safety report ID# (B)(4).